Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was over 600 mg/dl. The customer complained of thirst, fatigue, lethargy and chest pains. The customer's grandfather stated that the customer had been experiencing unstable blood glucose levels since starting insulin pump therapy, and he reported that the insulin pump had suspended insulin delivery prior to the hospitalization due to a malfunctioning sensor. The insulin pump had also alarmed no delivery, and the issue was resolved by a complete infusion set change. Upon troubleshoot, it was found that the device was working as designed. The most recent blood glucose reading was 442 mg/dl, after the customer had administered 5.75 units of insulin. He was also treated with a manual injection for lunch. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.